Event description:
The reporter states that the lancet protrudes past the cap of the accu-chek softclix lancet device. The reporter could not recall if it occurred after firing. No reported actions taken. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.